Manufacturer narrative:
.

Event description:
Baxter reported that the spike of the transfer set seperated from the spike port during use. No pt injury or medical intervention was indicated at the time of the initial report.